Event description:
It was reported that during an unknown procedure, with the use of a green cartridge, the device did not click and fire staples. It is unknown how the procedure was completed. No adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, with the use of a green cartridge, the device did not click and fire staples. It is unknown how the procedure was completed. No adverse consequence to the patient.